Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was removed due to infection. It was further noted that a transesophageal echocardiogram (tee) was performed and it "looked like the infection was there by the defibrillator." It was additionally reported by the patient that it will be replaced in a month, after the infection goes away. No further patient complications have been reported as a result of this event.